Event description:
Pt was in an entrapment situation on the alpha response due to sideward movement between cells and air filled base. The elderly pt with low mobility went into the gap between the bed side rails and the mattress and could not move. Nurses assisted in removing the pt; no injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). According to the arjohuntleigh representative who reported this complaint, the original mattress did not show any build or design problems. The device worked as per its intended use. The mattress was not returned to arjohuntleigh; however a similar mattress was evaluated. Page iii of the IFU under general safety clearly states: "alignment of the bed frame, safety sides and the mattress should leave no gap wide enough to entrap a pts head or body, or to allow egress to occur in a hazardous manner where entanglement with the mains power cable or tubeset or air hoses may result. Care should be exercised to prevent occurrence of gaps by compression or movement of the mattress. Death or serious injury may occur." Thus, when the mattress is secured to the bed frame in accordance to the instructions in the IFU, then the top surface of the mattress would not move sufficiently enough to increase the risk of entrapment. However, other factors may have impacted the entrapment caused to this pt, such as the mattress position and how secure it was fitted to the bed frame. A risk analysis was conducted and it was agreed that the risk is as low as reasonably possible by design. The benefits to pts in terms of using alternative pressure area care support surfaces outweigh risks related to potential entrapment between the bed side and the side of the mattress. A review of the past 12 months found only one other incident of entrapment with an alpha response, which arjohuntleigh became aware of at the same time as this incident (reported on MDR# 1000381138-2011-00028).